Event description:
A report was received that during a revision procedure, the ipg had communication difficulty. It was believed that the communication difficulty was due to minimal electrocautery usage during the procedure. The defective ipg was replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that during a revision procedure, the ipg had communication difficulty. It was believed that the communication difficulty was due to minimal electrocautery usage during the procedure. The defective ipg was replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001.

Manufacturer narrative:
Sc-1132 (sn-(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls/wands and was able to perform all telemetry functions. Device passed all cis testing. Device exhibits normal telemetry functions.